Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler and the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set defect reported for this event. Although no organism was identified with the pd effluent culture, the cause of the peritonitis was attributed to contamination due to air from a fan that was left on during patient connection to pd therapy. All dialysis treatments include a risk of infection due to decreased immunity of the patient and dialysis techniques increase the potential of microbial contamination. Based on the available information and no evidence of a malfunction, defect or deficiency, the liberty select cycler and the liberty cycler set can be excluded as the cause of the patient¿s peritonitis.

Event description:
A peritoneal dialysis (pd patient reported that they had peritonitis. The patient reported that they are taking medication for the peritonitis. No further information was provided. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the pd clinic on (B)(6) 2020 with a cloudy pd effluent bag. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with vancomycin and ceftazidime per the clinic¿s peritonitis protocol (route, dose, frequency, and duration unspecified). The pd effluent culture resulted positive for bacillus species with no organism identified. The white cell count was 3 (unknown units). The ceftazidime was discontinued after the final culture results. The patient did not require hospitalization for the peritonitis event. The cause of the peritonitis was attributed to touch contamination due to air from a fan that was left on during patient connection to pd therapy. The patient continued to complete pd therapy utilizing the liberty select cycler during recovery.